Manufacturer narrative:
Inratio precision data provided by end-user: first test inr=5.6, second test inr=6.5, mean=6.05; sd=0.63; %cv=10.5%. The %cv is less than or equal to 20%. Per internal procedure, the precision passes the criteria for precision. The test is considered precise and no further testing is required at this time.

Event description:
Caller alleged imprecision with inratio meter. Results as follows: first test inr=5.6, second test inr=6.5.